Event description:
The report stated, that the electrosurgical pencil is staying in cut or coag mode even though the rocker switch has returned to off position. The sample returned is from a case where they reported that it started to melt drapes and smoke but there was no fire and no pt injury.

Manufacturer narrative:
Date of initial report: 05/31/2007. The evaluation is ongoing and results will be sent in a follow-up report when the investigation is complete.